Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms, which led to a lead safety switch (lss) to unipolar. After the lss, a sam episode was observed, and minute ventilation (mv) was disabled. Then, this pacemaker exhibited oversensing of ventricular signals in the atrial channel. This resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that the oversensing was observed in the post-ventricular atrial refractory period (pvarp), so the device timing was appropriate. The device was not going into atrial tachy response (atr) mode switch. The physician suspected a possible ra lead fracture. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms, which led to a lead safety switch (lss) to unipolar. After the lss, a sam episode was observed, and minute ventilation (mv) was disabled. Then, this pacemaker exhibited oversensing of ventricular signals in the atrial channel. This resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that the oversensing was observed in the post-ventricular atrial refractory period (pvarp), so the device timing was appropriate. The device was not going into atrial tachy response (atr) mode switch. The physician suspected a possible ra lead fracture. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient would be managed conservatively since they suffer from end stage dementia. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms, which led to a lead safety switch (lss) to unipolar. After the lss, a sam episode was observed, and minute ventilation (mv) was disabled. Then, this pacemaker exhibited oversensing of ventricular signals in the atrial channel. This resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that the oversensing was observed in the post-ventricular atrial refractory period (pvarp), so the device timing was appropriate. The device was not going into atrial tachy response (atr) mode switch. The physician suspected a possible ra lead fracture. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient would be managed conservatively since they suffer from end stage dementia. At this time, no further information was available. This investigation will be updated should further information become available in the future.